Manufacturer narrative:
Additional manufacturer narrative. Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the balloon catheter and wire were returned stuck inside a 7f arrow flex 80cm sheath. The 12cm of the balloon is present out of the distal tip of the sheath. The balloon appears to be flat, deflated. The balloon did not go back into tri-fold. The balloon appears to be deflated with the balloon material all to one side. The balloon appears to be stuck at the tip transition of the sheath. The catheter shaft is stretched at the proximal end. We cut the catheter off at the balloon transition and pulled the rest of the balloon catheter out through the proximal end of the sheath. When the balloon catheter was removed from the sheath a lot of clotting substance came out. The sheath was then cut in half; the catheter was interfaced through the sheath, the catheter interfaced through the distal tip of the sheath without difficulty. The glue is within specification, less than 1mm into the cone. Conclusion: the complaint investigation has been confirmed during the visual and physical testing of the returned sample. The catheter was returned stuck inside the sheath. After cutting off the balloon section and removing it from the sheath, the sheath was flushed and the catheter was interfaced through the sheath without difficulty. At this time, it is unknown what caused the interference between the catheter and the sheath. It is possible the complaint is design related. At the time, the reported lot was manufactured the bond specification was a length specification that the bond glue cannot be more than 1mm into the cone. Since this lot was manufactured, a corrective action was implemented to address the above reported complaint of difficulty interfacing with sheath. The testing proved that actual sheath ID sized differ by the manufacturer. Through the corrective action, changes have been made to change from the original two-part adhesive to a uv curable adhesive for bonding balloons, eliminating the bump at the bond. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is no greater than usual.

Event description:
The balloon could not be withdrawn from sheath once it was deflated.